Event description:
The field service engineer (fse) reported to olympus after an onsite inspection, the evis exera ii duodenovideoscope had rubber leakage. There was no patient/user harm or injury reported due to the event. The device was sent to olympus service center for repair and upon initial evaluation, foreign material was found on the forceps elevator, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the initial allegation uncovered during the onsite inspection was able to be confirmed. During the device evaluation it was observed that there was leakage due to a cut in the bending section cover caused by damage from the user or a mishandling issue. Due to the cut in the bending section cover, water tightness was also lost. Upon further inspection, dirt was found around the forceps elevator due to insufficient cleaning of the scope. It was observed that the adhesive on the bending section cover was detached. It was also observed that the bending angles in the right and down direction did not meet standard due to wear of the angle wire. It was observed that the plastic distal end cover had a dent due to a handling issue. Lastly, scratches were observed on the objective lens and connecting tube due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Maj-1888 is described as single use soft brush (maj-1888). 5.4 manually cleaning the endoscope and accessories states about brushing of distal end. Olympus will continue to monitor field performance for this device.